Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 11.0 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. At the time of the report, the customer was reportedly receiving a battery out limit on the insulin pump. Nothing further was reported.